Manufacturer narrative:
The customer was contacted for return of the electrode pads involved. The electrode pads were not returned to zoll medical corporation for evaluation and were discarded at the customer's facility. No pictures were available for review of the electrodes or the patient's injuries and no lot numbers were provided for retained sample testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, several sternal burns were found on the patient. Complainant indicated that the patient sustained sternal burns. No further information was available. Please reference medwatch report 1218058-2019-00105, 1218058-2019-00107 and 1218058-2019-00108 for similar events reported from the same customer.